Event description:
It was reported an intramedullary femur nail was being extracted on (B)(6) 2024 and additional ria system was requested for washing. Within minutes of starting the rhyming process, the doctor noticed that nothing was coming out. Surgeon took x-rays and the strawberry had come out. It takes out the olive guide and with this also comes the strawberry and immediately it is evident that the strawberry had broken and no longer coupled at the tip of the flexible tree. We compared with another strawberry and under x-rays we manage to see that inside the intramedullary canal of the patient remained parts or fragments of the strawberry that was broken. Fragment could not be removed. No surgical delay to procedure. The surgery was completed successfully but affected the patient. This report is for one reamer head f/ria 2 ø16. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6 photo investigation the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that '03.404.028s, reamer head f/ria 2 ø16 has broken prong. The observed condition of the device was consistent with reamer heads breaking because of deviation from the recommended surgical approach of 10 degrees. Also, the provided evidence was not sufficient to confirm the reported event of embedded device. Functionality issues can not be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø16 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to cause traced to user and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part: 03.404.028s lot no:7929p43 release to warehouse date: 14 sep, 2023 expiry date: 01 sep, 2033 manufacturing site: werk selzach supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the broken fragments of the drill were retained within the patient's spinal canal at the time the rhyming was performed and another additional surgical intervention was not necessary to remove them, since by indication of the specialist it would not be possible to remove these fragments inside the canal. During and after the surgery, the patient's condition was stable and without any additional complications, although as reported in the respective news report, fragments of the drills remained inside the patient's spinal canal, but even so, the rhyming was carried out in the spinal canal, if the tissue samples required for the patient could be taken and the procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.